Manufacturer narrative:
Visual inspection: the returned screw was inspected and no damage or deformation was observed. Functional inspection: not performed because the event is related to in-vivo performance and therefore functionality could not be duplicated. Dimensional inspection: not performed because there is no indication the event was related to dimensions of the device. Materials analysis: not performed because there is no indication the event was related to materials properties. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was confirmed via x-ray that a screw main body migrated post-operatively. Based on the information received, it was difficult to confirm the number of screws reported to have migrated; conservatively, we deem all reported screws under this event migrated. The root cause for screw migration is due to the unstable construct of the supplemental fixation system secondary to the blocker migration.

Event description:
It was reported that the screw was found to be loose. The patient was in pain and revision surgery was performed for replacement of hardware, upsize screws and fuse posterior lateral.

Event description:
It was reported that the screw was found to be loose. The patient was in pain and revision surgery was performed for replacement of hardware, upsize screws and fuse posterior lateral.